Event description:
It was reported the sjm representative met with the patient and could not establish communication between the patient's ipg and external device. It was also reported the patient has been without stimulation since (B)(6) 2014. The sjm representative reported the patient's ipg is inoperable. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.